Event description:
No blood glucose levels reported. The customer reported that the insulin pump had a crack around the display window. It was also reported that the insulin pump had a crack on the reservoir window. It was further reported that the insulin pump had a crack near the battery compartment. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump failed displacement test (10.8 units left on status screen) due to out of phase motor encoder signal. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).